Event description:
Pt was revised to address anterior knee pain (right side). Surgeon revised to a smaller diameter insert and revised the patella component.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 1 yr ago. Eval was not possible, as the products were not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain and polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.